Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported that she tested her husband with cue covid-19 test cartridge pack, home &otc, on (B)(6) 2022 and received a positive result (sn:(B)(4), lot# 24926b). She re-tested him immediately with cue covid-19 test cartridge pack, home &otc, and received a negative result (sn: (B)(4), lot#21681m). She then did a otc antigen test that produced a negative result.